Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing disconnected from the spike of a (B)(6) blood/solution set. This event occurred during initiation of a blood transfusion. A blood bag was spiked and the line was primed when the spike disconnected from the tubing causing the blood in the bag to spill out. There was no patient injury or medical intervention associated with this event. No additional information is available.